Event description:
This pt was inappropriately shocked 32 times. It was agreed by multiple doctors that there was no t-wave oversensing, although oversensing was seen. When the lead was explanted, it appeared to have a kink but no other visual damage. At the time of the lead explant and replacement, the associated ICD was also replaced. On (B)(6) 2012 - this device was returned.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The visual analysis demonstrated a rubbed through insulation at the distal part of the lead. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the vcs shock coil as well as the cuttings of the insulation resulted most likely from the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.